Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The sizing of the device was determined based on the sizing chart, transesophageal echocardiography (tee) imaging and device behavior. During procedure, left atrial pressure during the procedure was 15mm hg, close criteria was satisfied, the amulet was successfully implanted and tension test was performed. The device was compressed well and no leak was detected around the lobe of the device. Four hours after the procedure, tee reveled the amulet was embolized to left atrium (la) and it got removed with a non-abbott device and large sheath. There was no indication of device embolization during or after the procedure. The physician mentioned the cause of embolization was pectinate pushed device out.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The sizing of the device was determined based on the sizing chart, transesophageal echocardiography (tee) imaging and device behavior. During procedure, left atrial pressure during the procedure was 15mm hg, close criteria was satisfied, the amulet was successfully implanted and tension test was performed. The device was compressed well and no leak was detected around the lobe of the device. Four hours after the procedure, tee reveled the amulet was embolized to left atrium (la) and it got removed with a non-abbott device and large sheath. There was no indication of device embolization during or after the procedure. The physician mentioned the cause of embolization was pectinate pushed device out. The patient was reported discharged next day in better condition.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the reported device embolization was pectinate pushed device out. The surgical intervention was a result of case-specific circumstances as the device was surgical removed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Images received were not sufficient to conduct a review. There is no indication of a product quality issue with regards to manufacture, design, or labeling.